Event description:
On friday (B)(6), I started using the dexcom g4 platinum. I prepared the insertion site with alcohol and let it dry, just as I had done at my doctor's office the week before when I was trained. I put the transmitter with the tape on just as I had been shown. Within 24 hours, the tape was coming off on the edges of two sides. Within 48 hours, the tape was coming off on all 4 sides. I used iv300 tape as directed by my physician to try to prolong the life of the tape to 7 days. The tape from the dexcom kept coming out from under the iv300 tape. Then I fashioned a rectangle with a hole in the middle to put over all the tape coming off. This also failed as the dexcom tape again began to creep out of the IV 3000 tape. At this point, my skin is red from all the tape and the spot is very uncomfortable. I doubt this device will last for the 7 days, more importantly, I have devoted way too much time and my own supplies to trying to "fix" a product which is supposed to last 7 days on its own, according to the FDA. This product should not be categorized as lasting for 7 days by the FDA. It barely lasted one day and I am very familiar and comfortable with applying medical tape to my skin. Have been wearing an insulin pump for 20 years and have never had tape behave this way. Also, the tape used from my pump would last 7 days if I kept it on that long. This is false advertising and this product is a very big disappointment.